Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having a difficult time keeping a charge on the ipg. Database analysis revealed that the battery discharge was observed and revealed no anomalies. The charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The history counters do not confirm any issues with the ipgs functionality. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.